Manufacturer narrative:
Concomitant medical products: pre and post treatment noted with topical anesthesia, asepsis with benzal and antisepsis with microdacyn. Health effect- clinical code:e1906, e2002. Health effect- impact code: f2303. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional (hcp) reported that patient was injected with 2 juvederm® volux¿ in chin, botox® (between eyebrows, orbicularis, chin) and 1 non-allergan filler (radiesse in mandibular angle). One day later, patient developed ecchymosis in chin. Patient was treated with v beam laser therapy. During treatment, erythema and slight purpura were observed. Thirteen days later, symptom resolved. Patient was injected with 2 non-allergan filler (restylane defyne on the chin), 1 non-allergan filler (radiesse mandibular angle) and 2 iu of botox to treat gummy smile. One month later, patient developed pain in chin and 2 nodules that were tender and erythematous. Four days later, this was diagnosed as soft tissue infection. Patient was prescribed dicloxacillin 500 mg every 6 hours for 7 days and anti-inflammatory ibuprofen 600 mg every 8 hours for 7 days. Four days later, patient experienced increase in the size of the right nodule on the chin, associated with a change in color to red-purple, itching and scaling that exacerbated. Two days later at office checkup, hcp noted localized dermatosis on region of the tongue, characterized by nodules of 2.5x2 cm and 1.5x1 cm in approximate size, red in color and slightly scaly. On palpation, soft, fluctuating nodules with presence of purulent discharge in nodules, increased local temperature (fever) and pain. Patient was treated with iodopabidone and microdacyn, pisacaine 2% is applied with epinephrine 0.3 cc in each nodule and the fluid contained in both nodules is punctured and extracted, obtaining seropurulent material in the amount of 2.5 ml of the right nodule and 2.3ml of the left nodule. The extracted material is sent to the laboratory for culturing. Patient reported decrease pain and was prescribed clindamycin in 300 mg capsules every 6 hours for 10 days. Symptoms ongoing.